Event description:
It was reported that a spectrum pump that did not recognize a door being closed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the device alarmed 'door not fully latched' and found the door did not close properly. A review of the event history log revealed "door jammed!" And "shut door - power off." Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a bent lower hook. The hooks requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.